Manufacturer narrative:
Siemens local service was dispatched to inspect the system. The system was functional and in a stable position, only turned to 45 degrees due to the patient driving the wheelchair sideways. No system failure or malfunction was identified. According to the user manual, the operator must ensure that no patient body parts are in the danger areas and that special care must be taken for patients in wheelchairs. The user always has an option to press one of the emergency stop buttons to stop system movement. Internal ID #: (B)(4).

Event description:
An incident with the mammomat inspiration unit was reported. A patient in a motorized wheelchair was present in the examination room. The user drove the tube arm into the wheelchair with the patient sitting in it. No injury to persons or damage to the system were reported for this case. The reported incident occurred in (B)(6).